Event description:
The patient, who was enrolled in a post market study, had a follow up coronary angiogram which revealed a 72% focal restenosis at the proximal edge of a 3.0x33mm stent, implanted seven months prior in the right coronary artery. The patient did not show any symptoms, on the following day, balloon angioplasty was conducted to treat the stenosis. A 3.25x20mm balloon was used to predilate the lesion at 8atm. Inflation time was unknown. Then a 3.0x23mm cypher was implanted at 24atm for 15 seconds proximal to the 1st cypher (3.0x33mm) overlapping it. Post dilation was cndicted with a 3.25x20mm at 24 atm. Inflation time was unknown. The residual % of stenosis was 6.0%.